Event description:
Customer reported, receiving an error message and add'l icons on her unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. Customer also reported, the unit of measure had changed from mg/dl to mmol/l. Customer reported, taking add'l insulin and noted symptoms including: "pain in chest and heart rate increased". She did not receive a diagnosis or require third-party medical intervention.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.